Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that during the hydrogel placement procedure the patient was very squirmy on the table, however the hydrogel appeared to be normal, and the procedure was considered successful. The patient had no unusual discomfort after the procedure. Later the computed tomography (CT) scan showed the hydrogel wasn't in the placement area, the only evidence of it was a little amount of hydrogel near the seminal vesicles. Upon talking with the patient, it was reported that he had urinated out the hydrogel and passed some through the rectum, a misplacement was suspected. The physician decided to perform a cystoscopy, that could not be performed because it was so tight that the sphincter was painful. It was noted that the physician will wait three months before treating. The patient's current condition was reported as ongoing.

Event description:
It was reported that during the hydrogel placement procedure the patient was very squirmy on the table, however the hydrogel looked normal, and the procedure was considered successful, the patient had a no unusual discomfort after the procedure. Later the computed tomography (CT) scan showed the hydrogel wasn't in the placement are, the only evidence of it was a little amount of hydrogel near the seminal vesicles. Upon talking with the patient, it was reported that he had urinated out a bunch of hydrogels and passed through the rectum, a misplacement was suspected. The physician decided to perform a cystoscopy, that could not be performed because it was so tight that the sphincter was painful. It was noted that the physician will wait three months before treating. The patient current condition was reported as ongoing.

Manufacturer narrative:
Blockd4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Blockh6: device code a1502 captures the reportable event of gel misplacement non-vascular.